Manufacturer narrative:
Investigation: a review of the device history records (dhrs) for the lot: 1207477 and ster. 1200230 was conducted. No pre-existing anomalies were identified among the (B)(4) devices manufactured within the same lot and ster. A final report will be shared upon completion of the investigation.

Event description:
On (B)(6) 2026, the patient underwent revision surgery due to cuff failure. Intraoperatively, metallosis and polyethylene wear were observed, leading to the removal of all anatomic components and conversion to a reverse shoulder arthroplasty configuration. Previous surgery was performed on (B)(6) 2013. The explanted components included: smr ecc. Adaptor taper standard (product code 1330.15.274, lot n. 1204235, ster. N. 1200183). Smr finned humeral body (product code 1350.15.110, lot n. 1208331, ster. N. 1200327). Liner f. Met. Back glen. Small-r (product code 1377.50.005, lot n. 1214487, ster. N. 1200390). Smr humeral head ø44 mm (product code 1322.09.440, lot n. 1207477, ster. N. 1200230). Patient is female, 79 years old. Event happened in australia.